Manufacturer narrative:
The investigation of the returned pod found evidence of discoloration inside the device, which is an indication of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The customer reported that for the entire two days the pod was worn, his bg level was 339mg/dl. Meal boluses had been administered after eating and correction boluses were administered "to correct the high bgs", but his levels failed to lower. The cannula appeared to be inserted properly and there were no signs of an insulin leak. The pod was removed and replaced and will be returned for eval.